Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences in relation to the screw were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during the extraction of asnis 4.0, the extraction proved difficult due to the bone quality being favourable. Upon using the extractor, the tip of the extractor broke off. The asinis 4.0 could not be removed and remains implanted in the body. It is noted that fragments remain within the body. The physician believes these fragments can be removed during the attempted re-extraction of the asnis.

Event description:
It was reported that during the extraction of asnis 4.0, the extraction proved difficult due to the bone quality being favourable. Upon using the extractor, the tip of the extractor broke off. The asinis 4.0 could not be removed and remains implanted in the body. It is noted that fragments remain within the body. The physician believes these fragments can be removed during the attempted re-extraction of the asnis.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.